Event description:
An endurant cuff was implanted for the emergent endovascular treatment of a ruptured aneurysm. It was reported the patient presented emergently to the hospital for a ruptured abdominal aortic aneurysm, possibly due to a proximal type I endoleak, seen at a previous follow up appointment. The aneurysm rupture caused detachment of the bare metal stent, which was previously implanted, from the vessel wall. Therefore, it was quite difficult to implant an endurant aortic extension. After the device extension implant, the patient went into cardiac arrest during touch-up, and passed away.

Manufacturer narrative:
(B)(4).